Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead exhibited loss of capture and high out-of-range pace impedance measurements greater than 2,500 ohms. Lead fracture was suspected. The pace/sense portion of the lead was surgically abandoned, and a new pace/sense lead was implanted. The shock portion remains in service, and all shock vectors were confirmed. After the lead revision, it was noted that both pace and shock impedance measurements were within normal limits. No additional adverse patient effects were reported.